Manufacturer narrative:
Continued h.6: f2201. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Sensation increase/decrease: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Additional observations: yellow encapsulation observed on the surface of the shell. No further actions are required as no manufacturing issues are observed. The reported events of "capsular contracture, baker grade iii" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, granuloma, and device rupture.

Event description:
Patient reported right side ¿rupture¿, ¿heat¿, ¿foreign body sensation¿, ¿pain¿, ¿capsular contracture baker ii-iii¿, ¿suspicion of immunoreaction¿, and ¿fibrotic, capsule-like soft tissue (capsule tissue of the right and left breast) with regressive changes, only mild chronic granular inflammation and foreign body reaction in the vicinity of avital foreign material (silicone)¿ . Device has been explanted.